Event description:
Per the clinic, the patient experienced crusting, pain, redness, swelling, and skin infection with foul-smelling drainage around the abutment site. Subsequently, the patient was prescribed oral and topical antibiotics to be administered twice daily (specific date and duration not reported). However, the issue could not be resolved. The patient underwent an abutment removal procedure on (b)(6) 2026.